Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete functional testing) has been confirmed. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was isolated to a damaged electrode belt cable receptacle. The receptacles high voltage pins were thermally damaged. The root cause for the damaged receptacle could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to complete functional testing.